Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, 694965, lead, implanted: (B)(6) 2005; 419478, lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that, approximately one week postoperatively, the right ventricular (rv) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.